Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the cine and fluoro were working fine but there was an issue with saving data. Fse re-created the patient data image and then restarted the system. After that, the fse found that the geo pc was not switching on with the host pc as this issue was occurring due to the voltage drop in cmos cell. The fse replaced the cmos cell. After replacement of the cmos cell, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that cine was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.